Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/ patient contacted lfs on (B)(6) 2010 alleging an apply sample message on his one touch ultra 2 meter. The patient mentioned that the reported issue began approximately 3 months ago. The patient has been unable to obtain a blood glucose reading due to the alleged issue. The patient did not change his diabetes medication due to the alleged issue. On (B)(6) 2010 the patient felt shaky, weak in the legs and was sweating. The patient did not seek any medical attention or contact his physician for assistance. This is not the first time the product is being used. The patient was using the correct test strips. While troubleshooting it was noted that the technique of applying blood on the test strip was incorrect. The patient was applying the blood on the side of the test strips. Issue was resolved via training. The product was replaced. The complaint is being reported since the patient alleged that due to the apply sample message, he was unable to test for about 3 months and later developed symptoms suggestive of hypoglycemia.